Event description:
A mic-key gastro-jejunal (gj) unibody with a jejunal valve displacement was done last month. Approximately, three hours prior to coming to the ed, part of the gj tube broke. The mom attempted to remove the gj tube and replace it with a mic-key button but there was resistance and the mom was unable to remove the tube. The pt came to the ed with leaking gastric juices from the j-port. The meds were unable to be put through the g port and the feeds could not be infused. The pt was sent to interventional radiology (ir) where a new gj tube was placed successfully. There was no harm.